Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line started to change color. Reportedly, the contact would change the cartridge. There was no impact to the user's blood glucose level.